Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that printer installed but unconfigured and stuck in paused state. The technical support specialist (tss) connected remotely to station and identified that the zebra printer was installed but unconfigured due to a configuration reset. The printer driver was reinstalled and settings were properly configured, after which test printing was successful though initially in a paused state. The configuration was restored, and functionality was confirmed with the customer, resolving the issue. The system functioned as intended after the technical support specialist (tss) troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the zebra printer was in sleep mode and became paused. Upon pressing the feed button, it printed one label that was stuck in the queue; however, the barcode was fully blacked out and unscannable. When attempting to print another patient label, the same issue occurred, and the label did not cut properly, instead printing as one continuous long label. The printer remained in a paused state. However, there were no delays or adverse events or injuries reported based on this event.